Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose level of 268 mg/dl with nausea and extreme drowsiness. During troubleshooting, customer support found that the pump was not delivering the basal rate as programmed -basal history does not match active basal program. This complaint is being reported as the patient experienced hyperglycemia and the history discrepancy was not resolved.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/21/2015 with the following findings: testing was unable to duplicate the complaint. The last basal delivery and the last bolus delivery were on 2015-08-18. The black box shows a replace cartridge alarm on 2015-08-13 19:06; deliveries resumed at 19:52. Pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unrelated to the complaint, the display screen has a pinkish contrast. Battery cap was not returned. Test battery cap and returned cartridge cap used for testing. .